Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 5 devices were received for evaluation; 4 events were confirmed during testing, 2 devices were found to be affected by damaged internal components, 1 device was found to be affected by corrosion, 1 device was found to be affected by corrosion and non-stryker modifications. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device overheated and exhibited bur wobble, 3 events had no patient involvement; no patient impact, 2 devices exhibited bur wobble during a surgical procedure and had overheating occur during testing; no patient impact.